Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implemented in the patient. The doctors involved do not believe the complication was product related.

Event description:
Coiling treatment of a previously ruptured aneurysm. It was reported during coil deployment, the aneurysm ruptured. This occurred when the coil was partially deployed and the side of the coil loop went through the aneurysm wall. The patient went to surgery for the ruptured aneurysm and was reported remaining in the hospital.